Manufacturer narrative:
Investigation results of stent kinked. Investigation results of guide catheter broken. A visual examination of the returned device found the catheter was detached from the hub. The distal section of the detached guide catheter was also noted to have several kinks, was stretched, remained in the push catheter and the stent remained loaded onto it. The proximal end of the detached guide catheter was also kinked and bent in several locations as well as creased. The suture was intact an holding the stent and push catheter as intended. The stent was kinked at the proximal end and the push catheter was kink and bent in several locations. The suture was intact. A functional evaluation could not be performed due to the condition of the returned device. The evaluation concluded that it is likely that procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Tortuous anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend / coil leading to kinks and bends in the stent and delivery system. Once the device is severely kinked/bent, the device would fail to deploy the stent. Force used to deploy the stent could result in stretching of guide catheter causing it to break. Therefore, 'operational context' is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the stent into the bile duct, but the stent failed to deploy because the inner catheter was stretched. The procedure was completed with another with same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed a reportable event based on the investigation results; stent kinked and guide catheter broken .